Manufacturer narrative:
Product ID 3889-28, lot# va0v67v, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain from implant surgery. During troubleshooting caller placed antenna at ins (stimulator) implant site and said it was painful. The pain was from the surgery and it's at the incision, a little down her leg (thigh) and back. She was taking pain medication. The patient reported the surgical pain during troubleshooting. It was noted as "its just there all the time". Additional information received from the patient reported the issue was resolved. There was a loss or change in therapy. Therapy had been working good all of (B)(6). She woke with shock going down her leg and peeing and she decreased stimulation and had to use a catheter at night. On 2015 (B)(6), it all wouldn't come out when peeing. She would pee for half an hour and then pee another half an hour and she had peed 3 times already. It was like peeing like a man. The patient was feeling stimulation. Therapy was on program 2 at 2.5 volts. The shock down the leg and peeing occurred in 2015 (B)(6) and the peeing every half hour and peeing straight out like how a man pees occurred on 2015 (B)(6). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.